Event description:
Pt for rotational athrectomy for history of recurrent angina, severe disease of ostial pda. After two burrs were utilized, post test injection revealed that the pt had a significant perforation of the pda. Complications from the perforation were cardiac tamponade and cardiac arrest. Emergency surgery was done in cath lab for closure of the perforated rt coronary artery. After surgery, pt sent to ICU. Pt's condition fairly stable. Bp in the range of 80-90. A catheter was placed. After the pt arrived in ICU, a low hemoglobin was noted and arrangements were made to get blood. Blood pressure was falling and the dose of vasopressor and fluid was increased. However, the pt gradually showed further deterioration. The pt's rhythm became unstable with episodes of bradycardia, asystole, ventricular tachycardia and ventricular fibrillation for which they were cardioverted but did not improve and finally expired.